Event description:
It was reported that the patients ipg was no longer holding a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. Additional information was received that the ipg was not returned and the physician did not suspect device malfunction.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively.